Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of treatment air bubbles were discovered in unused lines. When treatment was stopped fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the back of the cassette and the cassette door. In a follow up, the patient's spouse verified the fluid leak event and said that there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and is still using it.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of treatment. Air bubbles were discovered in unused lines. When treatment was stopped fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the back of the cassette and the cassette door. In a follow up, the patient's spouse verified the fluid leak event and said that there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and is still using it.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Safety clamp test passed. Patient sensor check passed. Teach pumps test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler revealed pump assembly screw loose. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.